Event description:
Description/event details: the customer complained that foreign body was found on the needle.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a foreign body found on the needle. To aid in the investigation, three samples and three photos were received for evaluation by our quality team. A visual inspection was performed. Two samples have a dark colored speck of embedded degraded resin at the bottom part of the needle hub. The third sample has droplets of lubricant on the needle. The three photos provided show the samples received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The droplet condition on the needle occurs if there is a failure in the valve controlling the lubricant. A device history record review was completed for provided material number 305198, lot 2175419. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.